Event description:
According to the reporter, during a laparoscopic low anterior resection with sigmoid removal procedure, when the sigmoid colon was about to be stapled, the surgeon placed the device inside the patient and seated the reload in a fixed location in the pelvis; when the surgeon proceeded rotating the handle to position and seat the reload further into the pelvis, the shaft broke off from the handle due to the opposing force. The surgeon removed the device from the patient and used a new handle to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.